Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed a screen interaction malfunction during a supply change workflow, where the user could not select ¿yes¿ after completing the fill tubing step, and attempts to charge or navigate back did not resolve the issue; the event was characterized as hardware screen unresponsiveness, and a replacement device was arranged. Symptoms included no reported adverse health effects and no glucose excursions. Outcomes included continued diabetes management with the user¿s cgm while awaiting the replacement and no alerts or alarms from the device. Investigation included remote troubleshooting and review of user-reported performance, with a request for a user-provided video to support assessment. Investigation of this device revealed the device was placed on a charge pad where it was able to power up without issue. A cartridge change was then initiated twice without issue in workflow transitions. Communication with the software development team has been started and the issue is under investigation. The issue is related to a software bug which can be resolved via a device restart. The device was unable to be shut down by the user, resulting in the device being received with an empty battery. This functioned as a device restart. The complaint was confirmed through the engineering logs and determined to be caused by a software bug.